Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar cautery instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) monopolar cautery instrument had a cracked distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 6mm single port (sp) monopolar cautery instrument to perform failure analysis. The instrument was analyzed and was found to have a cracked instrument tube adapter. There was no material missing as a result.